Event description:
Attempting to lift pt with lifter over bed and heard a loud cracking sound. The weld on the main junction of the lifter came apart and it could not be used. Luckily, this happened while hcp was just starting to lift and not transferring the pt, when this 400 lbs pt would have been hurt seriously.